Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported issue is attributed to the user not following proper instructions to attach stem extension to the tibial plate. The surgical technique provided a proper technique for attaching the stem to the tibial plate. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65012556. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02752.

Event description:
It was reported that during an initial tka the surgeon decided to use a stem extension. The scrub nurse loosened the set screw to remove the white distal cap. After seating the stem extension in the tibial tray, the nurse at the request of the surgeon, covered the stem extension with a sponge and proceeded to hit it firmly 3 times. After the third hit the set screw had come loose and fallen to the floor rendering it useless. The circulating nurse and the rep went into the sterile core to retrieve another tibial tray and stem extension. They advised the surgeon that they had replacement parts in the room. The surgeon asked the rep if it was okay to implant the tibial tray and stem extension without the set screw, and they informed the surgeon that it would be considered off label. The rep again pointed out that they had brought additional implants into the room to replace the tibial tray/ stem construct. The surgeon proceeded to implant the construct missing the set screw. Additionally, the surgeon called the rep later to advise them that based on the post op x-ray, the stem had come loose from the tray. The surgical technique was not utilized. There was no surgical delay. There is no revision surgery planned as the surgeon suggested that there should not be any complications. The patient has not experienced any signs or symptoms since implantation. Attempts have been made and no further information has been provided.